Event description:
It was reported that during an elective pump replacement procedure, a catheter revision was done due ot a possible kink. There were 8 months left for elective replacement for normal battery depletion, however, the patient opted to replace the pump early. During pump replacement procedure, a 20 cm segment of the catheter was removed due to a possible kink they found. The medication in the pump was lioresal (baclofen). Date of the event was not provided. No patient symptoms or injury were reported. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that a catheter kink was found at the time of surgery, so the catheter was also revised.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).